Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker and right atrial (ra) lead was observed to exhibit oversensing noise. It was also noted that the minute ventilation (mv) feature was deactivated by the signal artifact monitor (sam) due to the oversensing noise. The ra lead measurements appear to be stable. Technical services (ts) recommended for device reprogramming. The products remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead was observed to exhibit oversensing noise. It was also noted that the minute ventilation (mv) feature was deactivated by the signal artifact monitor (sam) due to the oversensing noise. The ra lead measurements appear to be stable. Technical services (ts) recommended for device reprogramming. The products remain in service. No adverse patient effects were reported.